Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that had issues with it working properly since that replacement in (B)(6) 2025. About 2-3 weeks ago, they noticed a piece of wire protruding from her buttock at the incision site. It was associated with pain and foul drainage. They were becoming frustrated with their urge incontinence. Patient was taking oxybutynin for urge incontinence. Additional information was received on 2025-aug-05. The hcp stated there was no wire sticking out, it was turned up too high and needed correction. The issue was resolved with reprogramming with reps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b133, lot# va33b4x, implanted: (B)(6) 2025. Product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b133, serial/lot #: (B)(6), ubd: 12-nov-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the device hasn't work since they had put it in. Patient stated that they are still having plenty of accident, and they needed help setting it up. Patient stated that they had turned it off for a procedure, and they just left it turned off. Patient also mentioned that they went to the hcp yesterday, and there's a "piece of wire sticking on their butt cheek", and they think it already broke off yesterday. Patient added that the hcp did not examine the ins site, and were told to give mdt a call. Agent walked the patient through adjusting stimulation. Patient was able to confirm feeling comfortable stimulation level on the pelvic floor. Agent had the patient to monitor their symptoms, and redirected to the hcp to further address the issue.